Event description:
The physician reported that pt had an embolization of an incidental 5mm right anterior choroidal aneurysm in 2004, which was performed by delivering two detachable coils and resulted in complete aneurysm occlusion. The pt reportedly had a follow-up angiogram at six months which showed no recurrence. An additional follow-up was performed with magnetic resonance imaging (MRI) rather than with angiogram. The physician reported during the MRI the pt complained of an increasing burning sensation which started 10 minutes after being in the scanner, over the right side of the pt's scalp, and increased until the pt complained and the examination was aborted. The physician reported the pt complained six hours of time elapsed before the burning sensation subsided. The physician reported this was the pt 's first MRI after embolization. The physician reported MRI was not performed thereafter as a means to follow-up with this pt. Although, there was evidence of visual thermal injuries, and the pt is reportedly doing fine.

Manufacturer narrative:
The device in question will not be returned to boston scientific as it was implanted into the pt. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. However, the MRI compatibility of the product family in question has been tested and shown to be safe at MRI field strengths up to three tesla. As a result, boston scientific believes it is unlikely that the product resulted in magnetically induced heat generation under normal MRI conditions. Nonetheless, boston scientific cannot recover the devices in question in order to conduct an investigation. The cause of the event remains unknown.